Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the tip of the cooling catheter "coned in on itself".  A biopsy had been performed prior to ablation and it was suspected that blood product was present near the catheter tip. There were no reported issues with ablation. There was no delay and no impact on the patient's outcome.

Manufacturer narrative:
H3/h6: the catheter was returned and analyzed. The tip of the returned catheter was burnt. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.